Event description:
Customer states the center seat frame is broken. End user only noticed her seat was slightly crooked. Dealer was able to find the break and it¿s in the round bar that is rounded out for clearance on the actuator.